Event description:
It was reported that the device displayed a check IV set error. There was no patient involvement.

Manufacturer narrative:
Additional information added to h10 based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the lower pressure sensor assy for error check IV set. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/06/2015 to the present date 10/05/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200204877 for test failure - rate/volume accuracy which does not correlate to the customer reported issue.

Event description:
It was reported that the device displayed a check IV set error. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device displayed a check IV set error. There was no patient involvement.